Event description:
See user facility report. No mentioned above.

Manufacturer narrative:
Drager medical carried out the investigation by requesting info and analyzing the log files of the device. The evita infinity consists of two major components: the display (cockpit) / touch screen and the ventilator unit in the reported event. The user tried to change the ventilator setting by pressing on the touch screen, but because it was out of calibration, the touch screen could not acknowledge the changes. Subsequently, the user pressed the touch screen button very frequently that caused the cockpit to restart. This is an implemented self repair mechanism of the cockpit. The ventilation continues during that procedure. The user will observe the deviation and is able to recognize the ongoing ventilation via the supplemental oled-display on the ventilation unit. All set alarm parameter for the ventilation will still be effective. To preclude similar events at this site, the user should calibrate the touch screen as described in the user manual. Drager service rep will support the customer if requested. We evaluated the reported device behavior in accordance with the MDR reporting requirements as set forth in 21 cfr803 and classify this event as not reportable.